Manufacturer narrative:
(B)(4).

Event description:
The pt had an MRI. One hour later, the hcp performed a pump status check. A confirmed stall was noted in the event logs with no motor stall recovery recorded. The pt was asymptomatic. Pt outcome was unk. Additional info has been requested from the hcp, but was not available as of the date of this report.